Event description:
It was reported that occasional ventricular over and under sensing and low amplitude r waves was observed on the implantable cardioverter defibrillator (ICD). A defibrillation test was performed with successful cardioversion from ventricular fibrillation (vf) to baseline rhythm. Since the device detected and treated vf successfully, no changes were made to the device. The patient was stable.